Manufacturer narrative:
Investigation completed on a smith medical ventilators/pneupac ventilators parapac plus . The testing to confirm device not cycling was verified when trying to duplicate. This was tested in many settings with no problems identified. Preventative action was implemented. To replace the switch kit. Physical outer aspect was inspected on arrival was noted tidal volume knob rubs on front panel along with a bowed out upper right edge. Device passed functional testing.

Event description:
Investigation results completed on a smiths ventilators/pneupac ventilators parapac.

Event description:
Information was received indicating that the exhalation valve to a smiths medical pneupac¿ parapac plus was found to be stuck in the closed position. It was reported that the unit would not allow exhalation. There were no reported adverse effects.

Event description:
Information was received indicating that the exhalation valve to a smiths medical pneupac parapac plus was found to be stuck in the closed position. It was reported that the unit would not allow exhalation. Issue was discovered on start-up and was the issue did not occur during patient use.

Manufacturer narrative:
Issue was discovered on start-up and was the issue did not occur during patient use.